Event description:
On 4/30: customer reports air injection. Facility risk management office provides no further details of the alleged air injection event.

Manufacturer narrative:
Field service engineer was asked to check the injector or operation after user had experienced an alleged air injection event. Fse checked out the ct9000adv per injector service manual. Fse evaluation verified the injector was operating within the specified tolerances and that all safety warning messages were verified and operational. The conclusion from the evaluation is the reported event is not attributable to the lf injector. System returned to full service by the customer.